Event description:
A healthcare worker experienced a burn on the right index finger after removing items from a load after the cycle completed. The worker did not seek medical attention and the symptoms resolved within one day. The vaporizer plate was in place.